Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.